Manufacturer narrative:
The returned blade was measured where possible and all critical specifications were met. Investigation results indicates the blade involved hit the cutting block causing the reporting abrasion/wear. The reported event in this case did not relate to a product performance issue or manufacturing issue and related to a situation where the customer acknowledged the blade abrasion/wear reported as a result of hitting the cutting block.

Event description:
It was reported that during a procedure there was wear noticed on the blade. There was no patient impact or surgical delay reported as a result of this event. The procedure was completed successfully.

Event description:
It was reported that during a procedure there was wear noticed on the blade. There was no patient impact or surgical delay reported as a result of this event. The procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.